Event description:
It was reported when the patient turned her device on in the morning she would feel stimulation and relief for ¿ a brief time¿ but then the left side and center stimulations stopped and the pain came back. It was stated at the time of report the patient¿s stimulation was on but could only feel stimulation on her right back using program 3. Voltage was increased on programs one and two but stimulation as still not felt, voltage was turned back down. It was stated troubleshooting the device was planned for (B)(6) 2013. Reportedly the patient had less than 50% therapy relief and the location of symptoms was at the lead location. It was noted there were no problems on the lead and all had normal impedance values. It was stated programs one and two for left hip and center back were reprogrammed and it ¿felt better.¿ it was also stated the patient¿s typical coupling was zero.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, lot# serial# (B)(4), product type: recharger. (B)(4).